Event description:
A patient's had his device programmed off after he began experiencing obstructive sleep apnea. It is unclear if the sleep apnea was related to or exacerbated by vns. No additional relevant information has been received to date.